Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator safety valve suddenly opened and the ventilation stopped functioning. Additionally, the lower monitor display became red. The patient was transferred to another ventilator without harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). An exhalation valve module (evm) was received for evaluation. A visual inspection was performed, and no anomalies were observed. The evm was attached to the failure investigation test ventilator, and the unit was powered on. The test ventilator passed all tests and calibrations without generating any errors or alarms. The device was set into ventilation mode for a minimum of 24 hours, and no errors or alarms were observed. The evm was brought to production for functional testing, and it passed all required tests. The customer reported malfunction was not verified as the returned component was found functioning as intended.